Event description:
It was reported the patient after a cervical surgical procedure on (B)(6) 2024, it was suspected that the patient's cervical lead was cut as it had high impedances. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction to b1.

Event description:
Additional information was received stating that the lead wasn't cut because of high impedances. The physician cut the lead during an unrelated neck surgical procedure. As a result, patient had ineffective therapy to the cervical area and the cervical lead had high impedances.